Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected. Revision surgery is considered.

Event description:
Reportedly, the hearing performance with the device is affected. The user has been re-implanted. As per device explantation report, 1 extra-cochlear channel was found.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device failed due to damage of the reference electrode. The pattern of damage seems typical for having been caused by continuous movements of the reference electrode. Further one electrode contact migrated post-operatively out of cochlea. The problems given in the recipient report match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical failure of the reference electrode seems likely. However to determine an exact root cause device investigation will be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the hearing performance with the device is affected. Revision surgery is considered, however, no date has been scheduled yet.